Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump to take a shower, and upon returning, observed there was no insulin inside the infusion set tubing. The customer resolved the issue by performing the fill tubing process. Additionally, the customer reported experiencing an elevated blood glucose (bg) level in the 300's (mg/dl) range. The customer declined to provide any further information on the reported events and confirmed that the customer would change the cartridge. The customer declined further follow-up from tandem technical support.